Event description:
It was reported hypotension occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman trusteer access system (was) and a watchman flx pro laa closure device & delivery system (wds) was selected for use. The physician obtained venous access using ultrasound guidance and inserted the trusteer sheath with the versacross connect access system dilator and rf wire. After confirming the correct position on the septum via x-ray and transesophageal echocardiography (tee), the team proceeded to cross into the left atrium (la). The trusteer sheath was advanced over the rf wire, and the versacross connect dilator was removed, leaving the wire in place. A 6fr straight pigtail catheter was backloaded and positioned in the laa. The rf wire was then removed. The scrub tech connected a manifold, drew blood for active clotting time (act), and obtained la pressure. While preparing for contrast imaging, the patient's blood pressure began to drop, and the anesthesia system failed to function properly, resulting in respiratory compromise. The team responded immediately by administering medications and using an ambu bag to stabilize the patient. Tee imaging was performed to assess cardiac function, but no abnormalities were identified. The physician removed the trusteer sheath and pigtail from the left atrium and left them in the superior vena cava (svc). The decision was made to abort the procedure. The patient vital signs eventually stabilized, and they were transferred to the cardiovascular intensive care unit (cvicu) for further monitoring and care. The physician suspected that the cause of this event was an allergic reaction caused by the contrast injection for imaging of the appendage with a combination of the anesthesia machine going off. The patient was discharged with no further complications.